Manufacturer narrative:
Batch review performed on 04 november 2021: lot 1810756: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event. Clinical evaluation performed by medacta medical affairs manager: hip dislocation occurred few weeks after first revision due to traumatic periprosthetic femoral fracture. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices. Additional device involved: implant from ceramtec 38.49.7175.925.00 biolox delta ceramic ball head 12/14 ø 36 size xl +8 lot. 7011119013 - not marketed in the USA.

Event description:
At 2 years and 6 months after the primary surgery. The hip of the patient luxated (liner-head). The patient is not healthy and lives in a care home, the circumstances and date of the luxation is unknown, it was noticed about 1 week later and therefore the exact cause of the luxation is unknown. This is the second revision for this patient. Previously this patient has a stem revision due to a periprosthetic femoral fracture caused by a fall.